Manufacturer narrative:
Novocure medical opinion is that optune gio device use may have exacerbated/contributed to the patient's altered mood and discomfort. Mood altered is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm) and is a known complication of the underlying disease (gbm). Medical device discomfort is an expected event with optune gio device use (ef-11 unknown and <1% ef-14 optune arm).

Event description:
A 56-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient reported to novocure that she experienced discomfort related to her underlying disease and optune gio therapy. She acknowledged her condition and the difficulty with coping with the disease and discomfort associated with therapy. The patient reported that her mood had been affected and she had episodes of crying. The physician recommended implementing a scheduled four-day treatment break from optune gio therapy each month to improve tolerability and overall wellbeing and prescribed alprazolam 0.25mg as needed. Multiple attempts were made to contact the prescribing physician for additional clinical details; however, no response was received.